Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the atrial lead exhibited failure to capture and failure to sense. The lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. X-ray examination of the lead found the inner coil was over torqued consistent with the procedural damage. Electrical testing did not find any anomalies but an internal shorting between conductors was noted. The cause of the reported events was isolated to the inner coil over torqued in the connector region. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.